Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not completing the air removal step during the load process. Tandem technical support educated customer regarding the air removal step. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe.